Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiopulmonary event on or about (B)(6) 2011, and subsequently expired on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated MDR #'s 1225714-2014-00199. 1225714-2014-00200, 1225714-2014-00201 and 1225714-2014-00202.